Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient followed up remotely via merlin.net transmission. Upon review, the insertable cardiac monitor exhibited p-wave oversensing. Programming changes were discussed. The patient had no consequences.

Event description:
New information received noted that the patient was seen in clinic. Programming change was made and no further p wave oversensing was seen.